Event description:
Dexcom g6 sensor adhesive issue: my daughter has type 1 diabetes and uses a dexcom g6 cgm to track blood sugars; the cgm also works in conjunction with her insulin pump (tandem tslim:2). She has worn dexcom cgms for several years now without any skin issue, until the last 3 sensors - they all left a terrible welt/rash on the insertion area. I do have a picture, but am unable to convert it to upload it on my laptop. I can send via phone if requested separately. The inflammation made by the adhesive causes her dexcom readings to be off by a significant amount, which in turn throws her insulin pump boluses off too - so her overall diabetes management has been sent into turmoil simply due to the adhesive change. To this day, dexcom has made no indication to their customers that they've made a change to their adhesive on the sensors (I only discovered it after having to research it on other online resources outside of dexcom's) , and they have made it impossible to contact them to report the issue. I submitted an online request to them to inform them of the reaction, received a ticket number, and despite their assertion that it would be addressed in 48 hours, they've let it go dead - no response from them. Their prior adhesive caused no issue for many people, as I can surmise from online support groups. Yet now there is a surge of people suffering from rashes by this new adhesive, some requiring antibiotics, many having to forgo using their cgm altogether. Dexcom claims that this reaction is relatively very low, yet there is no resource for them to track otherwise - seemingly they did a study of 1000 people according to (B)(6), and that was all I could find. In short, what they submitted to the FDA for approval for this change is not representative of what is actually happening, and dexcom has been remiss in all facets of the problem that has occurred as a result. Without a dexcom, it renders my daughter's current insulin pump practically useless. We made the decision to invest in her pump a year ago based on how well it worked with the dexcom cgm - and now we feel that our daughter has been abandoned and set back severely in her diabetes care. Please force dexcom to revert back to a less caustic adhesive - seemingly, their main cause to change to this one was to make it stick better - a cost savings to them, but a severe loss in many ways to many customers whose well being depend on these devices. Thank you very much for your attention to this. FDA safety report ID# (B)(4).